Event description:
Customer reported that the sensor does not fit with in her lifestyle. Customer stated that she had low blood glucose three nights in a row with blood glucose of 30 and 40 mg/dl and the fallowing day her blood glucose was over 300 mg/dl at dinner time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.